Event description:
On (B)(6) 2011 customer reported they had incorrect results for c-reactive protein (crp), on the dxc 600i instrument, for one (1) patient on (B)(6) 2011. Customer confirmed erroneous results were reported out of the laboratory, and it was noticed by the patient's doctor. Customer re-ran the sample on (B)(6) 2011, on the dxc 600i and the alternate dxc 600i instruments, and the results were amended. It is unknown by the laboratory if patient treatment was affected. The issue appears to be sample-related.

Manufacturer narrative:
Sample-related issue.